Manufacturer narrative:
No button error alarm or frozen screen noted. The insulin pump has intermittent button response due to moisture damage on keypad traces. All operating currents are within specification. Off no power alarm function properly and passed self test. No unexpected failed batt error alarm noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 100 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.